Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had frozen display, issue happened last week. Customer's blood glucose value was 137 mg/dl at the time of the incident. Customer stated that there was response from buttons. Customer was assisted with troubleshooting. The device will not be returned for analysis.